Event description:
The complainant stated he cannot hear the alarm for the bed exit, but the light is flashing indicating the bed exit is working.

Manufacturer narrative:
The accounts biomed stated he replaced the power control module circuit board to repair the bed.